Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to ed overnight with congestive heart failure (chf) exacerbation in respiratory distress. The controller's clock reset and the pump stopped because of total loss of power. The last 2 log file lines show the clock was synchronized. The backup battery was replaced. Heartmate ii lvas implant kit is in manufacturer report number #2916596-2020-01641.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via log file analysis. The heartmate ii system controller (serial#: (B)(6) was not returned for analysis; however, a log file was sent for review. The submitted log file spanned approximately 2 days (01jan2001- 10mar2020 per timestamp). The controller clock was not set for most of the log file and 01jan2001 is the default date when the clock is not set. On 10mar2020 at 08:57:07 to the end of the log file a backup battery fault occurs after a power source exchange. Pump operation was not affected. A response to good faith efforts sent on 19mar2020 stated that the system controller would not be returning. The root cause of the reported backup battery fault could not be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4, h4: additional information.